Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model #: sc-4318 lot #: 18388884 description: clik x anchor.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms were redness, swelling, drainage and increased pain at the site. The physician confirmed that the infection was not related to the device but the patient bathed in a lake post implant procedure. The patient was prescribed antibiotics and underwent an explant procedure.